Manufacturer narrative:
(B)(4). The actual device was received for evaluation spiked into a solution bag. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed by spiking the device into an in-house solution bag and priming. The device was found to prime and flow normally. Simulated use testing was also performed by loading the set into an in-house sigma spectrum pump. The device was found to operate per specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink blood solution set was unable to prime. This was described as the solution flowing normally into the filter however the filter would not fill up all the way. The set was being used to infuse platelets. There was no patient injury or medical intervention associated with this event. No additional information is available.